Event description:
The customer reported the unit went to ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if unit was in clinical use at the time the reported issue was discovered; however, there was no reported patient harm.

Manufacturer narrative:
Through follow-ups, customer indicated that there was no patient involvement. The problem was found when they were setting it up so they got another v60. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned for failure investigation (fi); therefore, no root cause could be determined.